Manufacturer narrative:
The fse adjusted the stabilyse volume, resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
While troubleshooting an unrelated issue on a coulter lh 500 hematology analyzer, a field service engineer (fse) discovered that the stabilyse pump was generating an incorrect volume. There was no change or effect to patient treatment in connection with this event.